Event description:
This lead was implanted on (B)(6) 2010. And was explanted on (B)(6) 2013, due to an unknown reason. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).